Event description:
#5 versaone bladeless trocar/cannula: it was difficult inserting the third trocar at the beginning of the case. Two other trocars/cannulas had already been inserted. A physician inserted the third trocar while another physician guided it using a hunter grasper. Pieces of the blue trocar sheared off during insertion and got embedded in the patient's tissue. Unable to remove the sheered off pieces of the trocar. Endo gia universal stapler would not fire after insertion into patient. It opened and closed with no issues prior to insertion. The charge nurse was notified and the defective items handed to her.